Manufacturer narrative:
It was reported that the problem was not product related. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data work order search: corrected to, "one similar complaint was reported for units within the same lot." (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4). Work order search: two similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -15.0 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted and exchanged for a shorter lens. The patient complained of glare. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.